Event description:
It was reported that newly implanted lead was unable to obtain thresholds or sensing measurements. Another lead was used instead.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis found no anomalies. The lead exhibited normal electrical characteristics.